Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed vvi and an estimated two second interval was noted between paced beats when the crt-d was programmed vvi. No programming changes were made and the crt-d remains implanted and in service. No adverse patient effects were reported.